Event description:
Catheter was implanted on 12/7/95 for venous access. On 8/13/96, pt developed pain when catheter was being flushed in clavicular area. Fluoroscopic injection showed catheter to be leaking in subclavian area. This necessitated removal of faulty catheter with replacement for continued medication therapy. Physician has requested smda reporting.